Event description:
Caller states the patient tested 5.0 inr on the coaguchek xs plus system and 2.6 inr on a comparison lab. Caller states the pharmacist held the patient's warfarin dose for a day until they got the lab result back. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.